Manufacturer narrative:
No reports of a device malfunction have been received to date as it relates to this event. (B)(4).

Event description:
Customer stated that after cycles 1 and 2 were completed, the patient experienced some breathing trouble. The treatment was then paused for about half an hour. Customer stated this ICU patient has gvhd with lung and gut involvement which she believed was related to his breathing trouble. Customer stated they decided to abort the treatment and not return the cells left in the kit at the end of cycle 2. Customer states male patient, weight is 73.1 kg, hct is 34.9, and estimated 185 ml whole blood was not returned to the patient. Customer states patient regained normal breathing and vitals were stable. Customer states ac fluid used during treatment was 213 ml.